Event description:
A 48 yr old white g1p1 female status post bilateral subglandular inframammary dow corning gels placed for augmentation; lt greater than rt in 1972. Size unk; no records. Pt reports they have always been hard. In last 3 yrs she complains of right medial pain which is worsening to the point that it wakes her at night. Mammogram changes each yr. Pt denies history of trauma or change in texture but breasts are larger, right greater than left. Also reports: arthralgias, morning stiffness, myalgias, swelling, arthritis, fatigue, cold feeling, temporomandibular joint disease, dizziness, memory loss, hair loss, weight gain, blooting, & genitourinary disturbances. Pt otherwise healthy.